Event description:
It was reported the pt experienced a shocking or jolting sensation for their device during a trial when they "turned the device off and then on again." Device information was not reported. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).